Event description:
Medtronic received a report that the coil did not detach. The physician attempted to detach the coil with the instant detacher 5 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler 200cm (m-83361) as found condition: the concerto coil was returned for analysis within a shipping box; and within a sealed plastic bio-pouch. There was no instant detacher returned with the device. Visual inspection/damage location details: the concerto coil was returned without its introducer sheath. The actuator interface was securely attached to the coupler tube. No damage or irregularities were found with the actuator interface, break indicator or the rest of the pusher. No evidence of mechanical detachment using an instant detacher or manual detachment by breaking the break indicator were found. The concerto implant coil was still attached to the pushwire. No damage was found with the shield coil. The concerto implant coil was found damaged and stretched. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. No other anomalies were observed. ¿testing/analysis: an in-house instant detacher was then used to detach the concerto coil. The implant coil was successfully detached on the first attempt. The lumen stop inner diameter (ID) and the retainer ring inner diameter (ID) were measured to be within specification. ¿conclusion: based on the analysis performed, the customer report of ¿non-detach¿ was confirmed as the concerto coil was returned with the implant coil was still attached to the pushwire. However, the root cause could not be determined as the returned concerto coil was successfully detached on the first attempt using an-house instant detacher. There was no non-conformance to specifications identified that lead to the non-detachment issue. The customer reported that "the physician attempted to detach the coil with the instant detacher 5 times. " however, no evidence of either method was attempted. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.